Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. No product lot number was reported therefore no qualification records were reviewed.

Event description:
The patient's mother reported on (B)(6) 2014 her son's blood glucose and insulin history. He was vomiting so she decided to take him to the hospital. Upon arrival he was admitted into the intensive care unit for diabetic ketoacidosis. They also checked his bg it was reading above 500 mg/dl. The pod was then removed and discarded. They placed him on an intravenous therapy of insulin, fluid and anti-nausea medication.